Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and the pump is functioning as intended. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose was 249 mg/dl.